Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during the first inflation at 2 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.